Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer experiensed nausea, extreme thirst and frequent urination as symptoms of her high blood glucose. The customer had been treating her blood glucose with insulin pump therapy up until a day prior to the call. The customer had then reverted to manual injections. The customer explained that she delivered a test bolus and that the insulin pump took a long time to make the drops exit the tubing. During troubleshooting, the insulin pump passed the high pressure test. The customer confirmed there was no visible damage or cracks on the insulin pump. The customer was advised that her insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.